Event description:
As reported by the user facility: pt receiving 44 hr infusion of chemotherapy via cadd pump, therapy started 5/22, on 5/23, pt noticed blood on shirt, clamped tubing. He traveled approx 1 hr to clinic, it was discovered that tubing completely sheared off at yellow hub. Huber removed, has sample. Implantable port line clotted, scheduled to have "line removed". Additional information provided by the user facility indicated the patient suffered no additional adverse sequela associated with the incident. However, the patient had the port removed and another port was not placed. The patient has to receive his medication peripherally.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The small bore female ll adapter was disconnected from the tubing part of the set, due to insufficient solvent application at the joint connection during assembly. The o.d. Of the tubing and the critical dimension of the smallbore female ll adapter tubing insertion area were measured per the applicable design specifications and found to be within specification. The house retain representative samples were physically joint pull tested. All samples were found to exceed the specification joint strength.